Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a broken sensor wire on (B)(6) 2014. Patient reported that a portion of the sensor wire was attached to the sensor pod and the other portion of the sensor wire remained in the patient's skin. Patient removed transmitter prior to removal of the sensor pod against user guide recommendations. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).